Event description:
It was reported that during an in-clinic follow-up, there was an increase in capture threshold and a decrease in sensing and a decrease in pacing impedance on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that there was an increase in capture threshold and a decrease in the sensing and impedance on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was stable.

Event description:
It was reported that during an in-clinic follow-up, there was an increase in capture threshold and a decrease in sensing and a decrease in defibrillation impedance on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was stable.